Event description:
Additional information received from reporter on 04-apr-2024, for mw5117102. This is an update to an existing MDR to add information that was obtained following the original submission. New information will be preceded with "new" to identify new information being added to the report. Problem: the product breaks off when in use and the dental clinic had two patients swallow it. The staff was able to retrieve 3 others out of patient mouths prior to swallowing. Results: upon notification of this complaint to the manufacturer, their quality assurance team completed the review of the product. As per the manufacturer, the product retains of the reported lot were evaluated and no issues were noted. The product of that lot was returned and based on the evaluation no specific root cause could be determined. There have been no other complaints associated with this lot of the item and no additional issues have been reported.

Event description:
The product is breaking off when in use and they even had a patient that swallowed it.